Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at end of life and there was no output. The patient was noted to have aystole and second degreea trioventricular block. The device remains implanted and will not be replaced due to the patient's do not resuscitate status. No patient complications have been reported as a result of this event.